Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 322 (link switch error (low) was not reproduced. A review of event history log revealed multiple events of the reported symptom. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be damaged lower auxiliary. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed system error 322 (link switch error (low) during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to h11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.